Event description:
Our rep is reporting to us that during an arthroscopic shoulder procedure, a portion of the distal end of a vapr s90 electrode broke off into the pt's joint space. The debris was removed from the body and the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be subject matter in a follow-up report.